Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. The returned device was evaluated it was identified the vacuum test has been performed: the system is tight. Monomer liquid was present. Device history record (DHR) was reviewed and no discrepancies were found. As the complaint was not confirmed, root cause is not applicable as device analysis indicated that the device met specification. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source, foreign ¿ event occurred in (B)(6). Combination product ¿ yes. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the fluid from the packets did not flow into the cement chamber under suction during the mixture process. A delay to surgery of 15 minutes was reported. No further information has been made available at this time.